Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was moderately tortuous and moderately calcified. The lesion was pre-dilated with 1.5 x 12 and 2.0 x12 mini trek balloons at 8 atmospheres. Then a xience xpedition 3.50 x 18 mm stent was deployed at 10 atmospheres. Post implant a dissection was observed at the distal end. A 4.0 x 18 mm stent xience xpedition was used as treatment with good results and timi iii flow without any residual stenosis. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.